Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer before use that the cardiosave intra aortic balloon pump (iabp) was beeping and not turning on. There was no patient involvement.